Event description:
It was reported that "something happen that caused the valve not to close after the locking and contamination sleeve were attached. The sheath was bleeding back into the sleeve and staff needed to change out the whole system. Upon removing the sheath they did not notice any damage or leaks".

Manufacturer narrative:
(B)(4). Additional information received on 10 may 2024 states that the issue was resolved by using a different sheath. There was no patient harm or injury. The patient status is reported as "discharged home". Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "something happen that caused the valve not to close after the locking and contamination sleeve were attached. The sheath was bleeding back into the sleeve and staff needed to change out the whole system. Upon removing the sheath they did not notice any damage or leaks". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(6).